Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he had sensor skin irritation issue. Customer's blood glucose at time of incident was unknown. Customer stated that went he tries to use the sensors he get an infections. Customer was advised and recommended to speak to their healthcare provider about irritations and alternative site. Customer stated that he no longer using sensors and already spoke to doctor about irritation.